Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white crystallized contamination in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the event reported "foreign material" was confirmed adhered/ clogged in auxiliary water channel and identified that foreign material was simethicone type product. However a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.